Manufacturer narrative:
Conclusions: root cause for the elevated s0 rlus is unknown, however, re-calibration of psa using a fresh box of calibrator had solved the issue. Troubleshooting was done over the phone.

Event description:
Customer called on (B)(6) 2012 reporting of no value results/ind (indeterminate) flags for hybritech psa (prostate-specific antigen) on four patients' samples generated on the unicel dxi 800 access immunoassay system. Customer stated on (B)(6) 2012, customer has had service for a high substrate mean and the luminometer on the instrument was adjusted. Customer indicated that all assays were then recalibrated and qc was run on all assays successfully. Later that evening, the customer had 4 patient samples which gave ind flags for psa. Customer recalibrated psa on (B)(6) and reran patient samples but still obtained ind flags.through troubleshooting with customer technical support (cts), it was determined that the s0 calibrator rlus (relative light unit) were higher than in-house qc release data. For sandwich assays such as hybritech psa, this can cause a shift down in qc and patients' samples. Customer was advised to re-calibrate once more with a fresh box of calibrator of the same lot number and to repeat the patients' samples. All four patients which had previously given ind flags recovered 0.0 ng/ml upon repeat. There was no change to patient treatment attributed to this event. Root cause for the elevated s0 rlus is unknown, however, re-calibration of psa using a fresh box of calibrator had solved the issue.